Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: during the case, the jaws were clamped on tissue and the cutting stopped. The lower jaw had broken off and was sitting in the tissue where the jaws had previously been clamped. The stray piece was removed and a new device opened and used. A new device was opened and applied.